Manufacturer narrative:
The reagent lot number is 76602801 with an expiration date of 31-may-2025. The qc results were within the specified ranges on the date of event. The field service engineer (fse) inspected the module and replaced the sample probe. A general reagent problem was not present because the qc before the event was within ranges, and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation determined the event was consistent with a sample probe issue. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable connecting peptide (c-peptide) result from one patient sample tested on the cobas 8000 - cobas e 602 module. The initial result was <3.33 pmol/l. The repeat result was 617.3 pmol/l. The repeat result was 606.4 pmol/l. The initial result was not reported outside the laboratory, as it did not match the patient's clinical diagnosis.